Event description:
The customer reported to olympus the evis exera ii ultrasonic bronchofibervideoscope image is not stable. It was also indicated that preventative maintenance was needed. The reported issue occurred during preparation of use for an unknown diagnostic procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there were image issues due to four broken elements. Upon further inspection, it was observed that there was a leak in the electrical connector. It was also observed that there were scratches in the channel opening and a cut on the pink rubber. It was observed that the glue of the bending section cover had a crack and was peeled. Also, the bending section cover itself was missing. It was also observed that the insertion tube buckled near the bending section cover glue. It was observed that the electrical connector was leaking at the lockpin. Lastly, it was observed that the angulation did not meet specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image issue could not be determined, however, due to the observed broken image elements, the issue was likely due to failure of the ultrasonic imager. Olympus will continue to monitor field performance for this device.